Event description:
Pour spout separating from device, causing blood to spill.

Manufacturer narrative:
This MDR is being filed retrospectively by zimmer osp. A total of 14 MDR's are being filed for the zimmer hemovac infection control system. In each case, the event reported relates to a disassembly of the device at a drainage port. In some cases, this disassembly was observed by the end user prior to use. While in other cases, a spill of bodily fluid occurred. At the time of the original receipt of these reports, the info was not considered medwatch reportable. Through conversations with personnel at office. Zimmer orthopaedic surgical products has determined that a removal action for certain lots of these devices will be implemented and a report filed. In conjunction with this reportable removal action, medwatch reports are being filed retrospectively for the fourteen historical complaints. No reports of injury have been received by zimmer orthopaedic surgical products for subject devices. Additional lot#: 60025562.